Manufacturer narrative:
Through additional follow-up, steris learned that this occurred during more than one patient procedure. No report of injury. Steris has confirmed the reported issue. The polyblend plastic material that is used to form the light handle cover was sourced from a secondary supplier beginning in october 2022 and may not meet performance specifications. Steris initiated a recall (removal) of the affected product on march 3, 2023.

Event description:
The user facility reported that during a patient procedure their light handle cover detached and fell into the sterile field. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.